Event description:
The customer contact reported the control knob position did not match the displayed position. The pump was returned to the clinical engineering department with an unsigned note for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the control knob setting did not match the displayed position. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)